Event description:
(B)(4) 2014 - no injury alleged. Malfunction alleged. MDR filed.independent repair center: customer alleged alarming/red light and the key failure is the pilot valve is leaking.associated malfunction for this device: cabinet filter missing.